Event description:
The pt rec'd two percutaneous leads (from the same lot) as part of her scs system for right arm and hand pain. It was reported, the pt only felt stimulation to her left shoulder, neck and arm. Reprogramming efforts allegedly were unsuccessful at resolving the issue. X-rays revealed the pt's right lead had migrated. It was reported the pt will be referred to a surgeon for placement of a cervical paddle lead. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.